Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of shuts off without user input through the identification of improper shutdown messages within the device history log, but could not reproduce it during evaluation. Evaluation found that the battery pins were stuck in a depressed state and would not allow the pump to charge, causing the reported symptom to occur when removed from ac power. The back flex was replaced to correct this condition.

Event description:
It was reported that a spectrum pump shut off without user input during an infusion of amiodarone. Any patient injury or medical intervention is unknown.